Event description:
It was reported that there was no alert on (B)(6) 2023. On the same day, the patient was about to take a shower and abruptly lost consciousness. The patient was experiencing no symptoms prior to losing consciousness and does not recall getting a dexcom alert that he was low. The patient¿s wife found him, called her son, who then called an ambulance. The paramedics arrived, and the patient¿s bg via fingerstick was 26 mg/dl. He was treated with IV ¿sugar water¿ and glucose. After treatment, his bg via fingerstick rose to 65 mg/dl. The patient was not transferred to the hospital. As this event was in (B)(6) of this year, the patient does not recall any comparison cgm values during the event. The patient was in good condition at the time of report. Data was evaluated and the allegation was not confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that there was no alert occurred. Approximately on (B)(6) 2023, the patient was about to take a shower and abruptly lost consciousness. The patient was experiencing no symptoms prior to losing consciousness and does not recall getting a dexcom alert that he had a low reading. The patient¿s wife found him, called her son, who then called an ambulance. The paramedics arrived, and the patient¿s bg (blood glucose) via fingerstick was 26 mg/dl. He was treated with IV ¿sugar water¿ and glucose. After treatment, his bg via fingerstick rose to 65 mg/dl. Of note, the patient was not transferred to the hospital. As this event happened in (B)(6) of this year, the patient does not recall any comparison cgm (continuous glucose monitor) values during the event. At the time of the report, the patient was stable and fine. Data was evaluated and the allegation was not confirmed. The patient reached the low threshold of 60 mg/dl at 11:36am with an egv (estimated glucose value) of 69 mg/dl on (B)(6) 2023. The patient did not receive an alert because the patient's os settings for dexcom alerts were disabled. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.